Event description:
On (B)(6) 2009, the patient reported her insulin infusion headsets are not properly adhering. She stated this issue has occurred with 7 out of the 10 infusion sets in her current box of infusion sets. Courtesy transparent dressing and infusion sets were sent to the patient. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.